Event description:
The hcp reported that the pt went into withdrawal. The pump was refilled in 2005. Ten days later, the pt's mother was instructed by hcp to take the pt to the emergency room due to unspecified symptoms. The pt was hospitalized for several days. Following discharge, the pt was seen in follow-up in clinic and it was noted that there was a volume discrepancy. 14 mls of drug was aspirated from pump;previous refill was 2 weeks earlier. The pump was turned off and the pt was given oral medication. The pt has increased spasticity and a "bladder infection".